Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/a coil came out from the essure') and device dislocation ('migration / expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urination difficulty, nipple exudate bloody and vaginal bleeding. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("expulsion of essure device"). In (B)(6)2013, the patient experienced micturition urgency ("bladder or urinary problems or changes: frequent urgery to urinate"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, vaginal haemorrhage, menorrhagia and micturition urgency outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, menorrhagia, micturition urgency and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for expulsion, migration date of insertion: (B)(6)2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2013: total bilateral occlusion. Imaging procedure - on (B)(6)2013: essure confirmation test (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received. Events device breakage, device expulsion, vaginal bleeding, menorrhagia, urgency urination were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/a coil came out from the essure') and device dislocation ('migration / expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urination difficulty, nipple exudate bloody and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("expulsion of essure device"). In (B)(6) 2013, the patient experienced micturition urgency ("bladder or urinary problems or changes: frequent surgery to urinate"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, vaginal haemorrhage, menorrhagia and micturition urgency outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, menorrhagia, micturition urgency and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for expulsion, migration date of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/a coil came out from the essure') and device dislocation ('migration / expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urination difficulty, nipple exudate bloody and vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("expulsion of essure device"). In (B)(6) 2013, the patient experienced micturition urgency ("bladder or urinary problems or changes: frequent urgery to urinate"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, vaginal haemorrhage, menorrhagia and micturition urgency outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, menorrhagia, micturition urgency and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for expulsion, migration date of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: product problem ticked for device breakage. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / expulsion') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: patient received treatment for expulsion, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury were updated to new events migration / expulsion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.